Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was 170 mg/dl at 10:13 a.m., 229 mg/dl at 2:59 p.m., 276 mg/dl at 8:50 p.m., and 316 mg/dl at 9:22 p.m. The patient drank orange juice and administered 5 units of insulin prior to the hospital visit. The patient went to the hospital at an unknown time. The patient was not treated at the hospital. It is unknown how long the patient was in the hospital. The patient did not want to provide more information. The infusion device was requested to be returned for product evaluation.